Manufacturer narrative:
(B)(4). Retainer ring =blank the pump was returned for moisture exposure found on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 /motor].¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Blank display due to moisture damage on the [pcba 1] board.

Event description:
Information received by medtronic indicated that the insulin pump had a fluid in it. The customer stated that the pump was exposed to moisture and fluid was under the screen display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.